Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus of a patient on (B)(6) 2013 during a bronchial stent placement procedure. According to the complainant, the stent was being implanted to treat a 10mm malignant lung lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, the physician felt a lot of resistance and only ¼ of the stent was able to be released. The stent was removed from the patient partially deployed. Outside the patient the physician tested the device and noted that when pulling back on the deployment suture the stent folded over on itself. The procedure was completed with an ultraflex stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of stent partially deployed. The reported event of stent kinked/bent. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus of a patient on (B)(6) 2013 during a bronchial stent placement procedure. According to the complainant, the stent was being implanted to treat a 10mm malignant lung lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, the physician felt a lot of resistance and only ¼ of the stent was able to be released. The stent was removed from the patient partially deployed. Outside the patient the physician tested the device and noted that when pulling back on the deployment suture the stent folded over on itself. The procedure was completed with an ultraflex stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted within the bronchus of a patient on (B)(6) 2013 during a bronchial stent placement procedure. According to the complainant, the stent was being implanted to treat a 10mm malignant lung lesion. The patient's anatomy was not tortuous, and had not been dilated prior to the stent placement. During the procedure, the stent was attempted to be deployed; however, the physician felt a lot of resistance and only ¼ of the stent was able to be released. The stent was removed from the patient partially deployed. Outside the patient the physician tested the device and noted that when pulling back on the deployment suture the stent folded over on itself. The procedure was completed with an ultraflex stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 17mm. The shaft was bent where the stent was crocheted and also proximal to the crocheted stent. During analysis it was possible to retract the deployment suture and fully deploy the stent without issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.  The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.